Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d4 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient presented to the clinic after hearing an alert. The left ventricular (lv) lead exhibited low impedance and one of the vectors measured high, out of range impedance and appeared to not have capture. The doctor stated that the impedance readings were not uncommon for the placement of this type of epicardial lead. The doctor ordered that the lead alert be cleared with no other changes. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.